Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support was able to perform a log review to confirm the allegation; however, customer maintained that the pump initiated the fill tubing sequence without user interaction. The customer's blood glucose (bg) was 108 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process, and customer continued to use the pump for insulin therapy.